Event description:
It was reported that the patient experienced high-pressure pump alarm for approximately 20 minutes. She troubleshooted independently and confirmed there were no clamps or caps, the tubing was not kinked, and it was connected correctly. She also tried her backup pump and received the same alarm. The prescribed medication was remodulin 2.5mg/ml, dose 70ng kg min IV for primary pulmonary arterial hypertension. There was patient involvement, but no reported patient harm.

Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.